Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2004. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy, anterior/posterior colporrhaphy, high uterosacral suspension vaginal vault suspension, anal sphincteroplasty, enterocele repair, and perineorrhaphy; due to stage ii pelvic organ prolapse, grade 2 uterine prolapse, cystocele, rectocele, perineal deficiency, enterocele, genuine stress urinary incontinence, urethral hypermobility, and anal sphincter disruption with fecal incontinence.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia.

Event description:
It was reported that following insertion the patient experienced dyspareunia.